Event description:
Psl window trial stripped threads. Trial was held by o.r. Staff. Trial came off of trial handle in vivo had to be removed with hemostat.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.